Event description:
Hydrothermal ablation machine with procedure set in place tested prior to patient coming in to the or. When procedure was started on the patient, machine read on the screen that there was a "heating resevoir error." There was no alarm. Another procedure set was opened, and also failed to heat yielding "heating resevoir error." On the machine screen. The rep, who was in the room, retrieved another machine, the procedure set was connected, testing was successful and the the procedure was completed.